Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that treatment was performed for a splenic artery aneurysm. The embolization coil formed as intended in the aneurysm and was deployed. After deployment, it appeared that the coil appeared to be "fused" at the distal tip of the microcatheter. The microcatheter was manipulated to manually free the coil, but the coil would not release from the tip and it could not be pushed out. During an attempt to remove the microcatheter and coil together, the coil detached in the guide catheter and became unwound and left behind in the splenic artery and aorta. Multiple attempts were made to retrieve the coil with a snare device. The splenic artery became perforated and the patient was taken to the or for surgical intervention. The patient's current condition is reported to be "stable."

Manufacturer narrative:
Additional information: (h6) the instructions for use (IFU) identifies vessel perforation as a potential complication associated with use of the device.